Event description:
Customer reported fluid leaked from a crack in the female luer during an infusion of versed resulting in an under infusion. Reported versed was infusing at 0.34 ml/hr, the nurse had dropped something on the floor and when she picked it up, she noted fluid on the floor. Reported the patient required multiple boluses of additional medications (versed and other medications that were not specified) because of the under infusion. The tubing was replaced and the infusion restarted. No long term patient harm reported. Although requested, no further patient information was available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.